Event description:
The customer complained that a non-reproducible, higher than expected vitros amon quality control result was obtained when using vitros amon reagents on a vitros 5600 integrated system. Lpv l1: vitros amon result 101.25 ¿mol/l vs expected 81.0 ¿mol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer stated that no vitros amon patient samples were processed over the time frame of the event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros amon quality control result was obtained when using vitros amon reagents on a vitros 5600 integrated system. The assignable cause of this event was instrument related most likely due to incubator contamination. Results of precision testing demonstrated that the vitros 5600 system was not operating as expected at the time of the event. Following service actions, acceptable vitros amon performance was observed